Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The customer no longer has the test strips to return.

Event description:
The customer questioned inr results for 5 patients tested on 3 different coaguchek xs pro meters compared to the dade innovin laboratory method. Based on the data provided, the results for 1 patient were discrepant when tested on coaguchek xs pro meter serial number (B)(4) with strip lot 21674914 compared to the laboratory method and the results for 1 other patient were discrepant when tested on coaguchek xs pro meter serial number (B)(4) with strip lot 28632213 compared to the laboratory method. This medwatch will cover the patient tested on coaguchek xs pro meter serial number (B)(4) with strip lot 28632213. Refer to medwatch with patient identifier (B)(6) for information on the patient tested on coaguchek xs pro meter serial number (B)(4) with strip lot 21674914. The patient was initially tested on the meter and the result was 5.4 inr. Blood was drawn within 5 minutes and the result from the laboratory was 4.0 inr. The therapeutic range for the patient is 2.0 ¿ 3.0 inr. The patient did not receive any treatment. No adverse event occurred. The customer stated the facility does not take action based on results from the coaguchek xs pro meters. If the result on the meter is over 4 inr, they always perform a laboratory test and take action based on the laboratory result if necessary. Qc results were within the acceptable range. The patient is not being treated with hirudin. The patient does not have antiphospholipid antibodies. The patient took clopidogrel 3 days before a colonoscopy. The customer thinks the colonoscopy was on (B)(6) 2018. The customer wants to keep the meter. She thinks the high result was due to the patient being on multiple blood thinners. The test strips were requested for investigation, however the test strips have all been used up and will not be returned. Relevant retention test strips (lot 286322) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.